Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The review of the production history revealed that this instrument was manufactured according to the specifications. No abnormal findings were identified. The broken surface is homogeneous what indicates material conformity to the specification as well. We are aware of the fact that this is a rather delicate instrument which needs special attention during use. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that exceeding applied mechanical force led to the breakage of the tip. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 the screwdriver was broken. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.